Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 215 mg/dl.